Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and inserted via a sheath in the pt's left femoral artery. Just after insertion, as the iab was being inflated, the pump detected an error and the iab would not inflate. At this time, the md's were forced to remove the iab and there was a kink at the tip of the balloon which prevented the balloon from inflating. The tech in the cath lab retrieved another iab 30cc, prepped and checked the catheter for kinks and then inserted the iab into the pt without issue. The pump inflated the balloon. There was no reported pt death, injury or complications. The second iab was inserted into the same insertion site, left femoral artery. The delay in iab therapy was 5 minutes. The pt outcome was "pt went to ccu." Additional info received stated that the first iab was removed with the sheath as one unit.